Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer experienced at least three occurrences of this malfunction, and although the issue did not cause blood glucose levels to exceed 500 mg/dl, a replacement pump was arranged by technical support. Furthermore, the pump was reset to allow continued use until the replacement arrived, and the customer expressed interest in obtaining an out-of-warranty loaner pump.